Manufacturer narrative:
The returned intraocular lens was received and inspected under illuminated 10x magnification, the optic surface was grossly contaminated with dry unidentified material, not inconsistent with an explanted lens. We were unable to identify one specific spot to analyze, the results of our investigation are inconclusive. The lens met all manufacturing specifications prior to release. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the surgeon observed a spot on the intraocular lens after implanting. The incision was enlarged and the lens removed and replaced without complication during the initial surgery.